Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process causing the vein to tear. The vein was fragile and so the surgeon used a side biter clamp to repair and complete the procedure. No other procedure. No other pt complications were reported.